Event description:
It was reported that during a shoulder stabilization surgery the anchor could not be tightened and was removed again. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. No evidence of the failure was received. One unpackaged ar-3636 serial/batch (B)(6) was received for investigation. Visual evaluation found not damaged on the returned driver. Functional testing was not performed due to the device was received without the suture system. The most likely cause(s) of the reported failure are user error, misaligned insertion, or excessive force during use.